Event description:
On (B)(6) 2021, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves. One of the small sizing wings of the zephyr 4.0-j endobronchial delivery catheter (edc) broke off while measuring an airway. It was successfully removed with forceps and discarded. There was no adverse effect on the case or patient.